Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in e.1., h.3., h.6. And h.11. The product was returned for analysis and the reported "fractured haptic" was observed. Intraocular lens (iol) returned positioned incorrectly in the lens case base. Solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured near the gusset area which could be interpreted as the reported complaint "fractured haptic". The reporter stated the use of non-company viscoelastic; this is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported "fractured haptic" was observed. Intraocular lens (iol) returned positioned incorrectly in the lens case base. Solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured near the gusset area which could be interpreted as the reported complaint "fractured haptic". We are unable to determine the root cause for the reported complaint "fractured haptic, in and out, rupture of the posterior capsule, anterior vitrectomy". The iol was subject to handling, the lens was explanted. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implantation procedure, the haptic fractured. The lens was removed during the initial procedure and replaced with another lens. There was a rupture of the posterior capsule during the process. Additional information was received stating that anterior vitrectomy was performed, and an unspecified three-piece lens was implanted. Patient was prescribed with antibiotic and steroid anti-inflammatory as a post-surgical management. Patient's outcome was recovered.